Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer's blood glucose (bg) was 96 mg/dl.